Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. The sample resulted normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible. The atellica im initial result was 52 ng/l, the results when repeated in duplicate on the same system were 51.948 and 50.713 ng/l. This indicates a sample/patient specific incident. The sample was also elevated on an second alternate ctni method but was low/normal on a third alternate ctni method. Insufficient sample remains for further testing by the customer or by siemens. Siemens cannot rule out heterophile antibody or other non-specific potentially interfering substances in the sample the atellica im tnih method is a high sensitivity troponin I method vs the initial alternate method which is a conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." In addition, per the IFU, there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values which cannot be ruled out. No potential product issue is observed. The customer is operational no further investigation is required.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.